Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance for approximately 7 months. The lead remains in use. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).